Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint condition can be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. DHR review cannot be performed since no lot number information is available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient experienced a post-op screw breakage. The patient was treated for a radius fracture approximately two (2) weeks age with a va-lcp distal two collum plate. The patient supported her arm on the table and the plate secondarily dislocated due to four screws breaking. The patient underwent a revision surgery on (B)(6) 2021. This report involves one (1) 2.4mm ti va-lcp 2-clmn vlr dst radius pl 6h hd/5h shaft/rt. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot d9, d10 h3, h4 h6: product code: 04.111.650. Lot #: 26p8776. Manufacturing site: mezzovico. Release to warehouse date: 09 dec 2019. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Visual inspection: va-lcp-2-column drp2.4 volar r shaft 5ho (part# 04.111.650, lot# 26p8776, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed no visual issues were identified but in the x rays provided it can be seen between that the variable angle plate had moved from its initial implanted position. This could be potentially due to the failure of screws placed on the proximal end of the plate. The complaint condition of migration can be confirmed device failure / defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to alleged complaint condition. Document/specification review: va-lcp two column drp 2.4 volar right/left 5*6 holes- no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for va-lcp-2-column drp2.4 volar r shaft 5ho (part# 04.111.650, lot# 26p8776, qty# 1) .while a definitive root cause could not be identified for the reported problem. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.